Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump received power error alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.